Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cervical spine surgical procedure, it was observed that the motor device displayed an e6 error code/overheating. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had low rotations per minute (rpms) (71,000 should be 79,000 to 81,000), overheated quickly and displayed an e6 error code. It was further observed that one of the hall sensors failed, causing the device to have a low rotations per minute (rpms) and overheat, displaying an e6 error. Therefore, the reported condition was confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.